Event description:
Philips received a complaint on the v60 ventilator indicating that the battery does not hold its charge. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. A material only part order for a replacement backup battery was created.